Event description:
It has been reported that the catheter was being placed into a female pt in the critical care unit. During insertion into the pts right subclavian, the spring wire guide frayed while attempting to advance through the introducer needle and further into the vessel. As a result, everything was removed and the issue was unresolved. No access was able to be gained. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. On (B)(6) 2012, follow up information states they did not attempt to gain access again because the pt was coding prior to initial insertion attempt and expired. Both the pt safety manager and the clinicians met with the sales rep and claimed in no way did this issue contribute to the pt's death. On (B)(6) 2012, follow up information states the physician reported this issue did not contribute in any way to the pt's death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.